Event description:
It was reported the patient was experiencing dehiscence at the implantable neurostimulator (ins) implant incision site. The patient was taken to the operating room, where the physician sutured the incision site again.